Event description:
After unpacking the device and connecting to ac mains power, the staff noted that the green mains led was not illuminated. The device would only switch on with battery power. This was later confirmed by the bio-med department. The reported problem is indicative of a failure that would result in the device operating on battery power only.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The root cause of the reported problem was determined to be due to a failure of the power supply assembly. Proper device operation was confirmed after the power supply assembly was replaced. The device was subsequently returned to the customer.